Event description:
The catheter was found to be broken upon removal. The catheter did not remain in the body. The reporter was contacted and was unable to provide any additional info concerning this incident.

Manufacturer narrative:
The sample has been received for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.